Manufacturer narrative:
Section h4: corrected information.the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. A tissue-like deposition was present in the proximal side of the outlet stator surrounding the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. The deposition did not appear to have originated in this location; however, its specific origin could not be determined. Contact marks were noted on the outlet portion of the rotor indicating that the deposition was likely present for an undetermined amount of time while the pump was supporting the patient. The observed deposition would have potentially contributed to the reported hemolysis symptoms.examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended.a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4) - the device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital from clinic for elevated lactate dehydrogenase (ldh) levels. The patient was treated with a heparin infusion. A chest x-ray was taken that day and no significant results were found. An echocardiogram was also performed and no regurgitation was found. The patient's ldh levels improved and on (B)(6) 2015, the patient was discharged with a ldh level of 540 u/l. On (B)(6) 2015, the patient was admitted for elevated ldh levels of 1221 u/l. The patient was treated with IV hydration and IV heparin. The patient's ldh trended downwards and the patient was discharged on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was experiencing unspecified symptoms and device thrombosis was suspected. At the time of the event, the patient was on aspirin, warfarin, and persantine. The patient underwent a pump exchange on (B)(6) 2015.